Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump had a short battery life after the past few battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump¿s available history showed dates from (B)(4) 2013. The date of the complaint was (B)(4) 2013. There was no excessive battery usage observed in the history; however the history showed a partially discharged battery being installed on (B)(4) 2013. The battery compartment was returned intact with no moisture ingress; and the battery cap was able to fully tighten on to the pump with no power loss. The current draws were found to be in specifications. The pump cover was opened and no defect was found internally. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.